Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device .the caller had a broken desktop charger connector pin. Patient said the tip broke off in the top of their insr, but they were able to get the tip out of the charger's port just fine. Patient did not have the desktop charger with them at the time of the call to provide serial number and was out of town; didn't think anyone would be able to acquire serial from their home on their behalf. Agent asked, patient stated their implant only needed to be charged every 2.5-3 weeks, so they should be okay to wait until they are home to call back with the serial info for replacement to be sent out.patient called back to provide the desktop charger serial number.no symptoms were reported. A replacement desktop charger was sent out.

Manufacturer narrative:
Analysis of the [recharger], model [37761 ], s/n [(B)(6)], revealed. Analysis found: scrapped due to a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.